Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products - femur trabecular metal cruciate retaining (cr) standard porous, catalog# 42502806401, lot# 62643707; nexgenâ® complete knee solution, trabecular metalâ¿¢ standard primary patella, catalog# 00587806535, lot# 62491772; articular surface fixed bearing ultracongruent (uc) left 10 mm height, catalog# 42512200510, lot# 62706117. This report is number 1 of 2 mdrs filed for the same patient (reference 0001822565-2017-01473).

Event description:
It was reported patient underwent a revision due to tibial loosening and pain nine (9) months post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. X-rays were obtained after the initial procedure which were satisfactory and no complications were noted during the surgery. Device history record was reviewed and no discrepancies relevant to the reported event were found. A field action was conducted in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. Therefore, the problem with this device constitutes a "design issue" as the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.